Manufacturer narrative:
Concomitant medical reports: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt had a fall about 6 weeks ago. Pt said that because of this fall they will be having surgery to fix the main lead. Patient reported that the lead broke in half and crushed a bunch of stuff in their spine. Pt says they made reps aware of this the end of october or the first of november. The patient was redirected to their healthcare provider to further address the issue. Pt will be following up about having surgery with their healthcare provider regarding broken lead. No symptoms were reported.

Event description:
Patient reported that all of the patient's problems have been resolved. Had a little pain, but was quickly taken care of no more problems at all. Patient provided their weight information. Rep reported that they read (interrogated) the device on (B)(6) (exact date was unknown) and noted that the impedances were off, rep did not remember the values. Rep tried to program around those "off impendence's" but was not successful; that's when they referred the patient to go to the neurosurgeon. At that october appointment, rep thought pt was speaking about the broken programmer. Rep was not made aware of any falls. The rep added lead was replaced and everything is working fine now. The lead was replaced on (B)(6) 2022. Another was present at the replacement surgery. Reps were probably made aware of the lead replacement couple of weeks prior to the actual surgery.

Manufacturer narrative:
Continuation of d10: product ID: 977c165; lot#serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Patient reported that all of the patient's problems have been resolved. Had a little pain, but was quickly taken care of no more problems at all. Patient provided their weight information.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.